Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was "bent towards the end piece." There was no reported adverse impact to customer's blood glucose level. Reportedly an alternate cable was used resolving the issue.